Event description:
It was reported that a clearlink luer activated valve disconnected from a syringe filled with rho(d) immune globulin. The disconnection occurred during patient administration via an intravenous (IV) push. When the nurse pushed on the syringe, the valve twisted and fell off. There was no report of patient injury; however, the medication was given intramuscularly. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test was performed, and no leaks were observed. The companion sample was connected to an in-lab syringe and t joint, and no loose connections were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.